Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as bd life sciences: preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the customer was experiencing hemolysis while using and unspecified bd¿ tube. No serious injury or medical intervention was reported. Verbatim: "material no: unknown batch no: unknown. It was reported the customer was experiencing hemolysis issues. Verbatim from servicemax states, "it was reported the customer was experiencing hemolysis issues. Customer does not want to make this a complaint. Customer is inquiring the size of the needle in the container. No further information provided" complaint was opened since reported issue would be related to a tube."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the customer was experiencing hemolysis while using and unspecified bd¿ tube. No serious injury or medical intervention was reported. Verbatim: "material no: unknown batch no: unknown. It was reported the customer was experiencing hemolysis issues. Verbatim from (B)(4) states, "it was reported the customer was experiencing hemolysis issues. Customer does not want to make this a complaint. Customer is inquiring the size of the needle in the container. No further information provided". Complaint was opened since reported issue would be related to a tube."